Event description:
A caller reported a malfunction on a pump, but no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within an acceptable range. Technical support assisted the caller in resetting the pump and provided necessary reset information. No recurrence of the malfunction code was noted after the reset, allowing the customer to continue using the pump. The customer was advised to contact technical support again should the issue recur and affirmed understanding of the instructions.